Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately fibrotic central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 120 seconds. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed by pulling out from the patient's body without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.